Event description:
It was reported that the patient received inappropriate shock. Device data showed low r-wave amplitude, loss of capture, and low impedance. X-ray revealed that the lead had dislodged. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.